Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, a small circumferential pericardial effusion was noted. The pericardial effusion did not lead to cardiac tamponade. The decision was made to start the patient on a regimen of colchicine. The occluder was not manipulated/re-positioned multiple time throughout the procedure. There was no difficulty implanting the occluder and the occluder was never completely retracted during procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, that a 28mm amplatzer amulet occluder was successfully implanted in a patient. The patient was placed under general anesthesia and administered heparin for procedure. The patient had a minimum activated clotting time (act) level of 234 seconds and a max act level of 314 seconds. The occluder was not manipulated/re-positioned multiple time throughout the procedure. There was no difficulty implanting the 28mm amplatzer amulet occluder and the occluder was never completely retracted during procedure. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was also noted that post-implant the patient was started in a regimen of aspirin and plavix. On (B)(6) 2023, a small circumferential pericardial effusion was noted. The pericardial effusion did not lead to cardiac tamponade. The decision was made to start the patient on a regimen of colchicine. The patient have any other clinical signs or symptoms during or after this event, but the patient was hospitalized. There is no allegation of malfunction against the abbott device or procedure, but it is believed that the 28mm amplatzer amulet occluder caused the pericardial effusion. The patient was discharged at the time of report.